Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a dreamstation auto bipap device. The customer has stated that the device smoking and sparking, plastic melting odor. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The customer additionally reported ceasing use of the device in february 2025. The customer reported noticing a "striping effect on the cord" following the initially reported event of device smoking and sparking, plastic melting odor. The customer stated the device was cleaned according to philips guidelines. The customer reported the filters used were philips brand and the frequency of changing the filters were according to philips guidelines. The customer will not be returning the device. The customer stated the device was given to the dme. The customer reported the power supply cord was provided along with the replacement and was less than a year old. The customer reported there was no damage beyond the device. The device has not yet been returned to the manufacturer for evaluation. Attempt to retrieve the device from the dme will be performed, and if thee device is received or any additional information is received, a follow-up report will be filed. Update: manufacturer tab: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The customer has stated that the device smoking and sparking, plastic melting odor. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.